Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
The affiliate reported: the device was implanted via v-p shunt in early (B)(6) 2014. Doi and the initial pressure were unknown. The revision surgery was conducted on (B)(6) 2014, since the occlusion was suspected through the contrast radiography. The device was replaced to 82-3100. The setting pressure of the removed and the replaced valve were unknown. The removed valve might have been discarded at the hospital. It was reported the removed device had been obstructed by something like a debris.